Event description:
It was reported that during an inferior border osteotomy procedure, two ibo blades separated from the shaft on both sides. It was further reported that an intraoperative x-ray was taken and blades were noted to be in the same places bilaterally engaged in bone anterior to vertical osteotomy. The blades were then visualised and removed. No complications were noted from this event.

Manufacturer narrative:
The blades subject to this investigation were not returned to the MFR for eval. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined.